Event description:
Boston scientific received information that inappropriate pacing rates were observed with this device system. When the patient with this device was getting out of bed and walking across the room, rates of 130ppm were observed. The device was reprogrammed to obtain a heart rate of 85ppm. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was later explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.